Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, an external ram error alarm, as well as a spanish software error alarm. Customer's blood glucose levels at the time 450 mg/dl. Treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display, issues was isolated to the mother board. Alarms were not verified due to blank display anomaly. The device had minor scratches on lcd window.